Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop unable to cut.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used during colonoscopy procedure performed on (B)(6) 2025. It was reported that during the procedure, the snare had difficulty cutting the polyps. The procedure was completed with another captivator cold single-use snare. There were no patient complications reported as a result of this event.